Manufacturer narrative:
Section b3-date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had ineffective therapy and the thoracic lead was exhibiting high impedances on all contacts. As such, surgical intervention took place where the thoracic lead was explanted and replaced, thereby restoring effective therapy.